Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a glenoid labrum repair procedure, the device broke during implantation. The anchor was removed and no additional bone holes were required. A backup device was used to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.